Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755-s, serial/lot #: (B)(6): medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient regarding an external device. The patient reported for probably a few months, they had been having problems when recharging their implanted neurostimulator. Patient said the recharger burned a lot, and sometimes felt like the recharging cord was cooking them from the inside up; when charging the implantable neurostimulator (ins), they felt a burning at the bottom of the implant battery, rather than where their leads were. Patient also said they sometimes wouldn't be able to fully charge the ins after 3 charges of the controller. Patient spoke with their healthcare provider a couple months ago, and the healthcare provider reached out to manufacturer representative, today via email, but the rep directed the patient to contact. Agent reviewed a replacement recharger can be sent to try to see if that relieves the issue; otherwise, agent explained they may want to meet with their hcp and manufacturer reps to assess and interrogate the performance of the ins. Patient mentioned they had enormous swelling around the implant. A request was sent to the repair department to replace the recharger. Agent reviewed with patient to follow up with healthcare provider if replacement didn't resolve the issue.

Manufacturer narrative:
H3. Analysis of recharger product ID 97755-s with serial number ((B)(6)) found "complaint unverified, found no issues with rtm finding ins, white rubbing off, no significant anomaly, rtm never got hot after running it for 10 mins. The arrow is rubbing off. This does not impact the functionality of the recharger. Record the two values, the highest number (100), the low number (100) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.